Event description:
It was reported that the system intermittently would not display a fluoroscopic image. Thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated the camera, cables, and connectors. The system operates as intended.